Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, informing the customer they would receive a pump with updated software. The customer was advised to use multiple daily injections as backup therapy. Instructions were provided on how to handle the malfunctioning pump, including putting it into storage mode, returning it within ten days, and programming the replacement pump. The customer understood and acknowledged all instructions, and a replacement pump was sent by technical support.